Manufacturer narrative:
(B)(4). Batch # n55x23. The analysis results found that a sr75 reload was received with two drivers up, the remaining drivers were down with staples present, and the right gripping surface broken off, making the reload nonfunctional. No functional testing was performed due to the condition of the reload. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. It is possible that the damage to the right gripping surface occurred, due to an improper handling of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing force became higher than expected at the forth firing and the device could not be fired. The device was used on colon. Another device was used to complete the case. There were no adverse consequences to the patient.